Manufacturer narrative:
(B)(4). The product has been returned and analysis is ongoing and report will be updated once analysis is complete.

Event description:
Boston scientific received information via patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedance. Additional information obtained from the field representative that the cause of high shock lead impedance was not determined. Defibrillation threshold (dft) test done at implant procedure. No change on lead measurement and patient condition. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this rv lead and the ICD exhibited another high out of range sli of greater than 200 ohms. However, the cause of high shock lead impedance has not been determined. Tachy therapy was turned off and set to monitor only due to high oor sli. At this time, this rv lead was explanted and replaced while the device still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Lead returned severed 112mm from the terminal pin, two segments were returned: a terminal end segment and a tip segment. A mid-body portion of the lead appeared to be missing. An extracting stylet returned stuck in the tip segment of the lead. Stretched and deformed conductor coils were noted. Cuts were noted in the insulation at the suture sleeve tie down area. The proximal coil to cable crimp had been pulled proximally and the coil was stretched. The proximal end of the proximal spring electrode was separated from the lead insulation. The field allegation could not be confirmed by analysis of the lead segments returned. The lead segments passed electrical testing.

Event description:
Additional information was received that another red alert for high oor sli has been detected via patient remote monitoring system for ICD and rv lead. However, the cause of high shock lead impedance was not determined. The clinic will continue to monitor the patient. The device and lead still remains in service. No adverse patient effects were reported.